Manufacturer narrative:
The hospital biomed performed a test verification in the lab and was unable to duplicate the report that the rapid infuser touch screen was freezing. The unit performed according to specifications in the biomed lab at the hospital, therefore the user facility opted not to return the unit to belmont for further investigation. The issue with the touch screen reportedly occurred after transporting the unit from one room to another while in battery mode. When the rapid infuser system is in battery mode, the display flashes a message "battery no heating", the maximum flow rate is decreased to 50ml/min, and heating is suspended. It was reported that the user was able to correct the issue by restarting the unit. No patient injury or delay in treatment was reported. A review of past complaints indicates that this was an isolated incident. No trend has been identified for this type of issue. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont medical technologies received a report from the hospital biomed that after the belmont rapid infuser, ri-2 was transported from one room to another in battery mode, the touch screen began freezing when the unit was plugged back into an ac outlet. After multiple attempts to repower, the issue went away.